Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, the surgeon fired the 1st staple load without incident, however, on 2nd staple fire on the stomach, after pushing the green button and squeezing the handle the jaws popped open but the staple load did not fire. The surgeon closed it and tried for the second time but the same thing happened. Another handle was used with the same reload to complete the procedure. There was no patient injury.